Event description:
The patient reported via manufacture representative that their therapy was on hold due to being in the hospital with a congested heart failure, uti, pneumonia and a sinus infection. No environmental/external/patient factors led or contributed to the issue. The patient was reported to be alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.